Event description:
It was reported that the doctor had the tip break off the platinum cartridge within the eyes of two patient twice in a row which he removed. The two cartridges were not kept and are not available for evaluation. No further information was provided. This emdr report is for the event reported with the second patient. A separate report will be submitted for the event reported with the first patient.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: initial reporter first/given name: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation as as it was not saved/discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.